Event description:
It was observed that during the device inspection, the light source exhibited failure of the power switch mechanism. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see field b5 for correction for information inadvertently left out of previous report and field d8. During device evaluation found that non-olympus lamp had been assembled to the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that due to failure of the switch mechanism and the output connector, lock mechanism and the scope detecting slide did not function, and the front panel was lit intermittently and always. However, a definitive root cause of reportable issues could not be determined. About assembling non-olympus products, the description below is in the instruction manual: warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to b5 of the initial report: it was observed during the device inspection, that the xenon light source exhibited switch mechanism was failed, scope detecting slide was not functioning. And front panel was blinking constantly. There were no reports of patient involvement.